Event description:
A third party service agent contacted stryker to report that customer device unexpectedly lost power. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker replaced the device's therapy pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed part has not been received by the product assessment center (pac), so further root cause has not been able to be determined. The cause of the reported issue has been located to the therapy pcb.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted stryker to report that customer device unexpectedly lost power. There was no patient use associated with the reported event.